Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have one severely bent grip tip causing side to side/vertical misalignment of the grips. The grips were not found to have cracking damage. Additional observation: the instrument was found to have a broken conductor wire at the bipolar force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument jaws would not open and the broken wire was visible through the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted there was no report of tissue being adhered to the instrument. The instrument was entered into patient, wouldn¿t work, upon inspection thru scope wire was seen. No tissue was excised or bleeding due to the event. This event did not have an impact the procedure as a whole and it did not affect patient's health. The surgeon did not have any concern about this event causing any long-term complications with the patient. The procedure was completed robotically with a different instrument. No photos and/or videos of this event available for isi review.